Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a patient underwent an osteosynthesis surgery for femoral trochanteric fracture with the pfna 75mm blade. During the surgery, the surgeon wanted to use a 70mm blade since the patient was of a shorter height. The surgeon was concerned that the 75mm blade end could protrude from the lateral bone. The surgery was completed without a surgical delay with the 75mm blade. The patient was reported as stable after the surgery. The patient will be evaluated for reoperation based on healing status and if the patient experiences pain. This report involves one (1) pfna-ii blade l75 tan. This is report 1 of 1 for (B)(4).